Manufacturer narrative:
(B)(4) batch # m9237j. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, a bag with one scissored clip and two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported event of clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure the device was scissoring clips. It was unknown how the procedure was completed. No patient consequences were reported. One device and some of the scissored clips will be returned.